Event description:
It was reported air was noticed in the device and st segment changes occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 24mm watchman laa closure device and delivery system (wds) were used. The was was positioned in the laa and while the wds was being inserted into the was, there was noted to be some air that came and then went out of the was. The procedure continued and there were some st changes noted on the electrocardiogram (EKG) that lasted for a few minutes and then went back to normal. No other vital signs changed and the blood pressure remained stable. The procedure continued and the closure device was deployed and released. After deployment, while the wds and was were still snapped together, air bubbles were seen coming out of the wds when the clear touhy was open for back bleeding. The patient was stable the entire time.